Event description:
During an implant procedure, increased pacing impedance, increased capture threshold, and undersensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance, unacceptable threshold and under sensing were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.